Event description:
It was reported that the patient¿s blood glucose rose to 265 mg/dl after a missed meal announcement while using an ilet system, and education on proper meal announcements and use of the device was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no need for hospitalization or medical intervention. Investigation included complaint intake review and user troubleshooting with education on meal announcement workflow. Investigation of this case revealed no device malfunction or component failure and indicated user error related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.